Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right atrial (ra) lead which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. After the ra lead was switched to the unipolar configuration, there was noise and oversensing observed resulting in inappropriate atrial tachycardia response (atr) mode switching episodes. In addition, there was myopotential noise observed on the ra lead. There was also a signal artifact monitor (sam) episode that occurred on the day before the lss. The sam episode resulted in a vector switch of the minute ventilation (mv) sensor to the ra lead. Boston scientific technical services (ts) indicated that based on the electrogram appearance, the sam episode may have been due to external electromagnetic interference (emi). The healthcare provider (hcp) sent the patient home and ts was contacted by the boston scientific representative (rep) for device programming recommendations. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right atrial (ra) lead which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. After the ra lead was switched to the unipolar configuration, there was noise and oversensing observed resulting in inappropriate atrial tachycardia response (atr) mode switching episodes. In addition, there was myopotential noise observed on the ra lead. There was also a signal artifact monitor (sam) episode that occurred on the day before the lss. The sam episode resulted in a vector switch of the minute ventilation (mv) sensor to the ra lead. Boston scientific technical services (ts) indicated that based on the electrogram appearance, the sam episode may have been due to external electromagnetic interference (emi). The healthcare provider (hcp) sent the patient home and ts was contacted by the boston scientific representative (rep) for device programming recommendations. The products remain in-service. No patient symptoms or adverse patient effects were reported.